Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did allege injuries and surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #3). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (device #1, device #2) on (B)(6) 2010. It was alleged that the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #3) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the three (3) perfix plug (devices #1, #2 and #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."